Event description:
It was reported that after replacing a dexcom g7 continuous glucose monitor (cgm) and pairing it to the dexcom app, the sensor stopped communicating with the ilet bionic pancreas and remained in pairing mode until troubleshooting was performed; the user toggled sensor settings and then restarted the ilet, after which the sensor reconnected. No clinical signs, symptoms, or conditions were reported. Outcomes included no clinical impact and resolution after device restart. User support included guided troubleshooting, review of the pairing workflow, and device restart to restore communication. Investigation of this case revealed a transient communication and pairing issue between the cgm and the ilet, with no alerts or alarms reported, and normal function restored after a restart, consistent with temporary connectivity interference or software synchronization behavior. It was concluded, based on previously established findings for similar reports, that the cause was user and device interaction leading to a transient communication disruption that resolved with a restart.